Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the electrode portion measuring 45.0cm was returned. External insulation abrasion was found at 11.0-11. Eight cm from the distal tip, consistent with lead friction to another device. External insulation abrasion was found at 43.7-44.0cm from the distal tip, consistent with lead friction to the ICD can. The efte coating was intact at these locations.

Event description:
It was reported that the system was explanted due to infection. Upon removal, insulation damage was noted.